Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was trying to turn stimulation off for the MRI of the head. It was noted when the patient tried to use the patient programmer the screen would not power up the screen remained dark and blank. The patient was using the original batteries she has had since implant and did not have another set. It was noted the patient was in the hospital for a head MRI, which was not related to the device or therapy. The patient stated she would ask her son to get some from the hospital gift store. There were no symptoms reported. The patient noted she had never used the patient programmer before on the call, so she did not expect the batteries would be dead. The patient noted her stimulator was working great. Additional information from the patient on (B)(6) reported after replacing the patient programmer batteries. The patient inquired about how to turn off the ins for an MRI. The patient reported at first, they had poor communication which resolved after repositioning the antenna and reattempting to sync. The patient reported the ins was off on 1.5 v. The patient inquired how the ins could be off, since she had not used the patient programmer before. The patient lower amplitude, turned the ins on and mentioned she had not had it turn up high. That she felt it and suddenly she had to go to the bathroom. The patient adjusted the level of amplitude to a comfortable setting of 1.4. The patient noted 1.5 seemed too strong. The patient stated the implant had been working for her and no therapy allegation was mentioned. It was noted the ins was off on (B)(6). Additional information from the patient on (B)(6) reported she was ready for a MRI however, they could not turn off the unit. Patient services walked the caller through turning off the ins and the patient was able to turn off successfully. Additional information from the patient on (B)(6) reported she had the MRI and wanted to confirm she turned the ins back on correct. The patient successfully synced and reported the ins was on at 1.6 v, which was where she wanted to keep it. The patient noted she was not feeling it, but she was starting to feel it. The patient noted she had the feeling to go to the restroom since the MRI. The patient noted this was not an adverse symptom. There were no further complications that have been reported as a result of this event.